Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure the tilepro was not working. The technical support engineer (tse) had the site check the connection on the back of the vision side cart (vsc) and site confirmed no blue light on the back of the vsc. The site called back in to report that tilepro was still not working. Tse asked if the led next to tilepro 2 was blue and it was not. Tse asked if tilepro2 on the vsc monitor was greyed out and it was. The tse asked staff to move to tilepro1 and they did. After moving to tilepro1 the led turned blue and the tilepro1 button on the vsc monitor turned blue. At that point the staff decided to convert to open surgery. The procedure was converted to open surgery with no indication of patient injury.

Manufacturer narrative:
The field service engineer (fse) contacted the customer site and verified all tilepro inputs via laptop. System was operational and verified as ready for use. The issue was resolved through phone support.